Event description:
It was reported that "in 2006 dr had implanted a (4) level new hybrid plate. A few days later, when imaging the patient, dr noticed that a screw had gone through the plate at the patient's right c6 screwhole. Four days later, dr had to go posteriorily at c3-7 to reinforce stability on the acdf plate and he added cables at c6/7. The screw that went through the plate was a 4.0x12 vst screw."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned. Additional information has been requested and if it becomes available, it will be provided in the supplemental.